Event description:
Boston scientific was notified that the gdc coil stretched and fractured upon attempting to remove it from the aneurysm. The attending physician attempted to retrieve the coil using a snare but was unsuccessful. The post-opeative condition of the pt was reported as being poor.